Manufacturer narrative:
Updated: lot # 25140123, exp date: 07/05/2019. Internal complaint # (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood were observed. The tube and port appeared intact. An inflation test was conducted. The balloon was inflated with 25 cc of air using a syringe and submerged in water to observe presence of bubbles. The device passed the inflation test. It remained inflated and no bubbles were observed under submersion. Based on the returned condition of the device and the evaluation results, the reported failure "inflation issue" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro btt port would not inflate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro btt port would not inflate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.